Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer attempted to start a freestyle libre 3 plus sensor with the ilet but received an incompatible sensor message; it was verified that the customer was trying to start a freestyle libre 3 sensor instead of a freestyle libre 3 plus sensor, and a factory reset of the ilet did not resolve the incompatibility. Symptoms included no reported adverse health effects. Outcomes included no impact to health and no medical intervention. Investigation included technical support troubleshooting and user education focused on correct sensor compatibility and setup. Investigation of this case revealed user selection of an incompatible sensor model, with the device functioning as designed by rejecting a noncompatible sensor. It was concluded that the event was attributable to user error and did not represent a device malfunction.